Event description:
Customer was admitted to hospital for high blood glucose. Customer had eye surgery in the morning and blood glucose ran high the rest of the day. Customer tried bolusing but blood glucose still remained high. Customer went to the emergency room with possible bacterial infection and instructed to change the infusion set and have spouse back to troubleshoot the pump.